Manufacturer narrative:
(B)(4). The device was returned to baxter and a visual inspection and functional testing was performed. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A service history review showed no failures or problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The event history log review indicated several alarms: system errors (se) 2367, se 1026, se 2046, check patient line, slow flow supply, check lines and bags, check final line and low drain volume. The reported problem was verified as a system error 2367. The cause of the condition was determined to be the software and was scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred during drain one of five on the homechoice. The specific alarm was not reported. The patient was connected at the time of the alarm. The technical service representative assisted the patient in clearing the alarm and arranged for a swap of the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.